Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4-- corrected from "3000276112" to "3000260047". E1--corrected from "other healthcare professional" to "administrator/supervisor". D4-- exp. Date corrected from "10/25/2024" to 08/11/2024. H4-- manufacture date corrected from "10/26/2022" to "08/15/2022". The device was returned to the factory for evaluation on 02/24/2023. Photographs were provided by the account. A photographic inspection conducted. The first two (02) photographs are of the reported event as well as the reported product information. The 3rd photograph is of the harvesting device. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An investigation was conducted on 03/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no peeling observed. Based on the photographic inspection as well as the evaluation results, the reported failure "peeled; delamiated; jaw" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000260047 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure jaws was separating. The metal was separated from the silicone. No components were detached inside the tunnel or patients. Case was completed with a new device. Procedural delay was only a few minutes to open a new device. No harm to the patient.